Event description:
It was reported that the patient received a zimmer mmc cup 56mm/48mm code n on (B)(6) 2010 and was revised on (B)(6) 2012 due to an unknown reason. It is noted that the patient had elevated metal ion levels and the cup spun out easily when removed.

Manufacturer narrative:
We did not yet receive devices for review. We will submit an updated report once we receive the device and the investigation result becomes available. The lot numbers were received and the device history records were reviewed and found to be conforming. (B)(4).